Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as hygiene was not maintained. The same day as event onset, the patient was hospitalized for the peritonitis event. The patient was treated with injection ceftazidime (1 gm daily, route not reported), injection vancomycin (1gm, every fifth day, route not reported) and intravenous injection meropenem (1gm twice a day) for the peritonitis. On an unreported date, pd therapy was discontinued and the patient was transferred to hemodialysis, three times a week. On an unknown date, the patient was discharged from the hospital. On an unreported date, antibiotic therapy was discontinued. At the time of this report, the patient outcome was unknown. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.